Event description:
The patient was hospitalized for hypoglycemia and seizure resulting in a broken humerous and concussion. The patient also reported that the display screen of the pump was damaged during the event.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not yet been completed. No conclusions can be made at this time.